Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right hip revision 12 years post initial surgery due to metallosis and elevated metal ion levels. During the revision, caseous material and minimal corrosion on the trunnion were noted. The femoral head was revised.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Concomitant medical product - biomet m2a taper adapter, catalog#: 139264, lot#: 545160; biomet femoral stem, catalog#: 103208, lot#: 483100. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2016-04768 / 04771).

Event description:
Patient's legal counsel reported that patient experienced elevated metal ion levels; however, no revision has been reported at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision op notes. Right revision op demonstrated that the patient was revised due to metallosis. Upon entering the joint, there was some clear fluid there, nothing too remarkable. There is a lot of caseous material in there, and that was debrided. There was a shiny lining of the hip joint of some acellular type material that was debrided. There was no real metal stained-type areas. Head was removed and there was a minimal to moderate amount of corrosion with just some oxidation-type material visible on the trunnion. New head and bearing were implanted and hip was reduced and found stable. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being filed to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.